Manufacturer narrative:
The cause for the discordant troponin ultra result is unknown. The customer calibrates every readypack of troponin. Quality control material results are within specification. Clotting time for samples varies between 10 minutes and 1 hour. Samples are centrifuged at 4000 rpms for 7 minutes before entry onto automation sample manager. The sample was not re-centrifuged between analysis on the two advia centaur xps. There were no other reports of non-reproducible results on this advia centaur xp the same day. The instructions for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Customer observed an elevated non-reproducible advia centaur xp troponin ultra result. The customer repeats every sample with a result less than 20 ng/l on the same analyzer initially and then on the second advia centaur xp for confirmation prior to release of the result from the lab. There are no reports that treatment was altered or prescribed. There are no reports or adverse health consequences based on the elevated advia centaur xp tni ultra result.